Event description:
It was further reported that the pt was enrolled into the program in 2004. Target lesion 1 was located in the proximal lad with 90% stenosis and was 12mm long with a reference vessel diameter of 3.0mm. Target lesion 1 was treated with a 3.0x16mm taxus stent, with 0% residual stenosis. During this procedure, spontaneous dissection of the 2nd diagonal was also treated with balloon angioplasty. The pt was discharged the next day on asa and plavix therapy. One month later, pt was admitted with recurrent angina. Coronary angiography three days later revealed: widely patent lad stent mid vessel; 50% stenosis at the 1st diagonal; probable dissection of the 2nd diagonal with 80% stenosis of the ostium and proximal diagonal. The 2nd diagonal was treated with a 2.75x13mm pixel stent, reducing the ostial stenosis to 50%. Subsequent "pinching and impingement" of plaque into the lad from the 2nd diagonal stent was treated with a 2.75x13mm taxus stent at the 2nd diagonal, and a 2.75x8mm taxus stent proximal to the previous stent. Residual stenosis in the lad was 0%. The pt was discharged the next day on continued asa and plavix therapy. In the opinion of the physician the relationship of the event to the taxus stent is "probable." The next month, pt was admitted with unstable angina. Coronary angiography revealed: lad - 65% proximal and mid stenosis; 85% ostial stenosis 2nd diagonal; 90% restenosis of previous stent proximal 2nd diagonal, rca -75% proximal stenosis; 50% stenosis proximal 1st om. Four days later, pt underwent recommended coronary artery bypass grafting x 3 with lima to lad, svg to diag2, and svg to rpl. Per discharge summary, postoperative anemia resulted in prolonged hospitalization. The pt was discharged the next month with referral for outpatient cardiac rehabiltation. In the opinion of the physician the relationship of the event to the taxus stent is "probable."

Event description:
It was reported that one month after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was perfomed in the left anterior descending (lad) artery. Additional info has been requested.